Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for non-cardiac reasons. No symptoms were reported. The device could not be interrogated. No sources of emi could be identified. Troubleshooting was performed and was unsuccessful in attempts to communicate with the device. The patient is an in-patient at the hospital. No further information available.